Event description:
During the device evaluation, an e216 communication error was observed. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the e216 error was likely due to water invasion in the scope connector. However, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.